Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
As these devices are not manufactured by tandem a device evaluation will not be performed.